Event description:
A medtronic representative reported that, while in a synergy cranial tumor resection procedure, the surgeon alleged a 17mm inaccuracy in both superior/inferior and medial/lateral directions. Immediately after pointmerge registration, the surgeon deemed being accurate. The patient's arm was then re-positioned, and because the mayfield and vertek arm seemed to not move, the surgeon opted not to re-verify accuracy. The only instrument used was the passive planar blunt. When the inaccuracy was noted, the surgeon chose to discontinue the use of the navigation system to continue and complete the procedure. The delay in the surgery was 2 hours and it was reported that more than normal tissue was removed.

Manufacturer narrative:
Software investigation completed; analysis confirmed a 2.0 error metric with pointmerge registration on a magnetic resonance imaging (mr) series. It is suspected that the re-positioning of the patient's arm may have attributed to the inaccuracy. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.